Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 450mg/dl with feeling awful. Emergency/911 protocol was initiated and the patient was taken to the emergency room. The patient was treated with insulin via injection by a healthcare professional. Customer support (cs) completed troubleshooting and basal delivery totals in total daily dose match active basal program total and the basal history matches the active basal program settings. The bolus totals do not match (there is a>5% difference). This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/16/2015 device evaluation: the device has been returned and evaluated by product analysis on 06/30/2015 with the following findings: the black box shows on 04/28/2015 19:09 that 1.6u of a programmed 4.6u bolus was delivered due to eaw-145 occlusion alarm with high force. The last bolus delivery and the last basal delivery were recorded on 05/02/2015. A manual time change was observed on 05/01 from 04:22 to 05:23. Pump was exercised for 24hrs with no eaw¿s occurring. Performed a normal 10u bolus and a 10u audio bolus. Both were fully delivered and accurately recorded in the pump history. No hypersensitive keys were observed. The total daily dose correctly showed 20.0u for boluses. The total daily dose adds up correctly and reflects the users programmed basal rates. The pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Investigators were unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.